Manufacturer narrative:
H. Customer reported a contamination issue while using bactec product. Satisfactory results were obtained from returned good samples when visually inspected and tested for contamination for batch 2347859. Returned good samples for batch 2312479 were not received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned (as applicable) samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 3 of 4 it was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) bottle is affected with fusobacterium necrophorum. The following information was provided by the initial reporter: customer is reporting that they have had 4 positive blood cultures this month containing fusobacterium and is inquiring about the troubleshooting process. Occurrence # 3: lot # 2347859 sequence # (B)(4) bactec s/n: (B)(6) organism ID: fusobacterium necrophorum.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 4 it was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) bottle is affected with fusobacterium necrophorum. The following information was provided by the initial reporter: customer is reporting that they have had 4 positive blood cultures this month containing fusobacterium and is inquiring about the troubleshooting process. Occurrence # 3: lot # 2347859, sequence # 446569619169, bactec s/n: (B)(6), organism ID: fusobacterium necrophorum.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a bottle was contaminated with fusobacterium necrophorum. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a bottle was contaminated with fusobacterium necrophorum. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.